Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that after a routine tracheostomy change, it was found that the passy muir speaking valve was not fitting properly. The only way this was achieved was by taking out the inner cannula. A new passy muir valve was tried with no success. The old trach was cleaned according to IFU rules and used with the new inner cannula. This resolved the issue. It appeared to the customer that the end of the new trach was smaller than it should have been.